Event description:
A patient reported experiencing inaccurate high results with a fast take meter. The patient's blood glucose results were 239 mg/dl on their meter and 105 mg/dl on the lab. Tests were done within 10 minutes with a difference of 128%. Patient did not experience any adverse events. The control solution test passed on the meter. No further information has been reported.